Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired properly using a blue reload however the patient was brought back to surgery five hours later. The patient experienced a drop in hemoglobin and it was determined that there was a leaking staple line on the appendiceal stump. Surgical glue spray was used to repair the leak. It was also noted that the device during the original procedure had been fired using a white reload on a vessel and the staple line was intact and not leaking. The patient has been discharged. The device was discarded. No further information is available, the surgeon does not wish to discuss the event.